Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the heartmate touch app or the system monitor was confirmed via evaluation of the returned controller (serial number: (B)(6). The returned controller was connected to a test power module and system monitor and communication could not be established. Aside from the inability to communicate with the system monitor, the controller functioned as intended and operated a test pump at the set speed without issue. Electrical testing of the power cables revealed that the orange data transmission wire in the white power cable was broken; this would result in a loss of communication between the controller and system monitor. No issues with the other wires in the cables were observed. The system controller power cables were replaced with test power cables and communication with the system monitor was successfully established. The system controller was functionally tested and found to operate as intended after replacing the power cables. The outer jacket and underlying layers were removed from the white power cable, revealing that the orange data transmission wire was severed approximately 16¿ from the power cable connector. Minor kinks in the blue (receiving communication) and brown (relative state of charge) wires were also observed. No other physical anomalies were observed. The reported event was determined to be due to the orange data transmission wire in the white power cable being severed. The root cause of the severed wire could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take when the alarms occur. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was not providing data to the heartmate touch. An alternate power module and patient cable were connected to the system controller however, the issue persisted. The heartmate touch did not recognize that it was connected to a system controller and no data was transferred. A system controller exchange was performed which resolved the issue. It was noted that an old screen was used to interrogate, and the system controller would not communicate with the screen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.